Event description:
A 5 1/4 inch piece (distal end) of the suction catheter was found in the endotracheal tube of the patient. The patient had been intubated for about three days, and it is unknown when the suction catheter kit was changed. Respiratory had difficulty suctioning the patient, and finally patient coughed the piece up far enough that it was observed by the therapist. The entire setup had been changed and the proximal portion of the broken catheter was not saved. The patient did not seem to be in distress during this time period. The patient continues as an inpatient on the date of this report.